Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the external pulse generator's (epg) battery terminal was corroded, however contamination was observed. Analysis was able to confirm the customer comment that the epg had power issues. At analysis it was determined that the positive battery spring was missing, therefore unable to confirm the customer comment that the epg was inoperable and able to hold the batteries. It was noted that the hanger was broken, the main seal was pinched, incorrectly installed and was contaminated. Furthermore, the bottom seal of the battery drawer was siliconed to the lower case and the six plugs were damaged without properly being installed. All found defective parts were replaced and all other identified issues were resolved. The instrument then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator's (epg) battery terminal was corroded and inoperable but able to hold the batteries. It was noted that the battery door eject button was stuck and was unable to open and epg was unable to power on. The epg was returned for evaluation and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.